Event description:
It was reported " the inventory person told me about a failed iab catheter. This person did know the whole story but said the balloon burst.". Addition information states that another iab catheter was used. No addition information about the events surrounding the issue or the patients current condition is available

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a valid lot number.

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the fedex shipping box and was in a clear plastic bag. Upon return, the supplied teflon sheath was noted on the returned sample. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0054in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. Some blood exited. The iabc was leak tested. Two leaks were immediately detected from the bladder membrane. Under microscopic inspection, a total of two (2) repeated leak sites consistent with contact from a sharp object were noted around the circumference of the bladder at approximately 9.7cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloon burst" is confirmed. During the investigation, two punctures consistent with contact from a sharp object, were found on the iabc bladder membrane which al-lowed blood to enter the helium pathway. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leaks. The root cause of the complaint is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported " the inventory person told me about a failed iab catheter. This person did know the whole story but said the balloon burst." Addition information states that another iab catheter was used. No addition information about the events surrounding the issue or the patients current condition is available.